Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurements in bipolar but normal impedance measurements in unipolar. A lead fracture was suspected. The lead remains programmed in the unipolar configuration and the physician is considering replacing the lead. No adverse patient effects were reported. Additional information received indicates that surgical intervention was performed and the lead was surgically abandoned. An x-ray of the lead body prior to intervention did not identify any lead fractures.